Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's wife stated she called 112 (emergency line) because the patient had an epileptic seizure from a low glucose level. The bg was 60 mg/dl but the cgm was reading 91 mg/dl. It was not specified if these values were taken before or after the seizure. The patient's wife gave the patient a glucagon injection. Paramedics arrived and gave him an unspecified infusion. He was taken to the hospital via ambulance and during transport he was given another glucagon injection. At the time of the report the same day, he was in the hospital under observation and his glucose was still low. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.